Event description:
A review of the manufacturer¿s in-house programming history database was performed and identified that on (B)(6) 2017 the device was interrogated, and then a system diagnostic was performed, which resulted in high impedance. Additional relevant information has not been received to-date.

Event description:
Follow-up information was received that the patient had visited the surgeon. The surgeon wouldn't perform the revision until her seizures were under control.